Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the implantable cardiac monitor exhibited loss of sensing. During post operation on the next day, the device was reprogrammed. The patient was in stable condition throughout the event.